Manufacturer narrative:
Reportedly, the device was examined by a third-party service provider whereby it was revealed that the internal battery was out of specification. Replacement of the component has fully solved the issue ¿ the device is back in use. No patient consequences have been reported for the particular event. Based on the available information dräger reconstructed the event as follows: the savina is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. The internal battery has to be replaced after two years of use. The particular device was in operation for five years now; service status of the entire device is unknown. It is seen likely that the battery was overaged which caused the reported observation, finally. Dräger concludes that the device behaved as specified upon an error condition of a single component.

Event description:
It was reported that the device performed a sudden restart during use on a patient. Ventilation has reportedly resumed but a "battery fail" alarm was posted and, the users decided to replace the device; no patient consequences have been reported.